Event description:
End user reported they were going from the kitchen to their bedroom when user lost control of the unit and put their foot on the floor to stop the unit and ran their foot over. End user sustained a fracture to their right ankle.